Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. A leak was found in the 4 fr groshong PICC. Fluid was leaking from a circumferential split that was found in the blue radiopaque stripe 3.1 inches from the distal tip of the strain relief oversleeve. The edges of the split were granular. A semi-circumferential crease was found 0.13" proximal to the split. It is possible that the groshong PICC was placed in a location that was vulnerable to kinking, which may have been a factor in the catheter split and crease; however, the exact cause of the split is unknown. No defects related to the manufacturing process were noted on the complaint sample. A chr was not completed since the lot info was not provided by the complainant.

Event description:
It was reported that a hole was found upon removal of catheter.